Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated surgery, an alert for possible hv lead damage occurred. Further testing showed the high voltage lead impedance was low and out range in all configurations. The lead was capped and replaced.